Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report two hospitalizations. One in (B)(6) 2010, with a blood glucose reading of 540 mg/dl, and another on (B)(6), 2010, with a blood glucose reading of 484 mg/dl. The customer stated that she has been having problems with bent cannulas, but has not consulted with her doctor. Advised that the customer that she may need to use a different type of infusion set due to the bent cannulas. The customer stated that she would speak with her doctor. Nothing further was reported.